Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated, and the remaining longevity was lower than anticipated. Technical support was contacted, and a longevity calculation was performed which revealed the remaining longevity estimation was incorrect, likely due to a failed interrogation at a previous follow-up. The battery depletion was normal, and no intervention was performed. The patient was stable with no consequences.